Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. A nurse reported via email that the patient had an emergency and is at the hospital. The nurse stated that the sensor indicated the patient's bg was 22.0 mmol/l; however it was reported that the patient was hypoglycemic. The patient was reported to be hospitalized. Additionally, the patient uses a tandem pump. Although multiple attempts were made to follow up with the reporter for additional event information, contact was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1: reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 type of investigation - additional. H6 investigation findings - additional.

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.